Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 2,000 ohms. It was noted that impedances measured between 1,200-1,400 ohms then dropped to 600 ohms and then increased to greater than 2,000 ohms. The shock impedances followed a similar behavior however, measurements were within range. There were no observations of noise. Technical services discussed programming option. The plan is to bring the patient in for additional testing. At this time, the lead remains in service. No adverse patient effects were reported.